Event description:
It was reported that the t:slim x2 pump battery would not charge, remaining at 5% despite being connected to a power source, even after trying different charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. As the customer was uploading the pump data for log review, the battery percentage unexpectedly displayed 100%, and the pump began charging with no further assistance required. The caller was advised to monitor the pump's performance and call back if further assistance was needed.